Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. This led to a depletion of the internal hlc batteries.  The customer received a replacement device.

Event description:
A third party service agent contacted physio-control to report that a customer's device was showing the charge-pak icon. After further evaluation. Physio observed the internal hlc batteries had been depleted. With depleted hlc batteries the device may not be able to remain powered on to deliver defibrillation energy if needed. There was no patient use associated with this event.